Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient faced a bent cannula due to which the patient experienced high blood glucose level. Therefore, they tried to treat it with multiple daily injection, but on (B)(6) 2022, the patient went to the emergency room and was subsequently hospitalized due to high blood glucose level after staying for seven days in the emergency room. His highest blood glucose level ranged between 700-799 mg/dl and had high ketone level. Moreover, the infusion set had been used for 3-4 days. Further, the patient was transferred to the intensive care unit. During hospitalization, he received fluids of saline, insulin, and unspecified medication (drug name unknown) intravenously as corrective treatment which resolved the issue. On (B)(6) 2022, the patient was released from the hospital with no permanent damage. Previously, the patient faced three bent cannula issues between (B)(6) 2022 to (B)(6) 2022, which he noticed after 3 or more hours after insertion. They tried to treat high blood glucose level with manual injection (long-acting insulin) and he had high/large ketone level. Moreover, the site location was patient's abdomen. Further, they replaced the infusion set and insulin was resumed successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.